Manufacturer narrative:
On (B)(6) 2021, we have contacted the consumer to send the device to the manufacturer for an investigation. To date we have not received the device.

Event description:
On (B)(6) 2021, the consumer claims the plastic on the product broke and slashed his gums. Medical attentions was not received.

Manufacturer narrative:
On (B)(6) 2021, we have contacted the consumer to send the device to the manufacturer for an investigation. To date we have not received the device.

Event description:
On (B)(6) 2021, the consumer claims the plastic on the product broke and slashed his gums. Medical attentions was not received.

Manufacturer narrative:
12/09/2021 - we have contacted the consumer to send the device to the manufacturer for an investigation. To date we have not received the device. 2/28/2022 - the consumer returned the device for an investigation. The investigation has been complete. Below is the manufacturers narrative: manufacturers narrative: consumer claimed the toothbrush attachment broke and he jabbed himself with it. Had gum lacerations. Unit worked as design. Broken attachment was not tested. There is obvious misuse of the brush filaments or bristles. Even when brushing hard, the bristles will usually come back to the original shape. There may be some minor strands that stay bent, but the toothbrush was used in a way that put excessive pressure on the bristles and in turn to the "neck" of the attachment - where it broke. The user should put light pressure in order to get the water jet too work. This is designed to allow the water jet to perform most of the cleaning and the brush helps it along. The attachment handle is designed to withstand normal brushing routines. We have never had an attachment break before.

Event description:
12/9/2021 - the consumer claims the plastic on the product broke and slashed his gums. Medical attentions was not received.